Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the device failure was due to an inoperable touchscreen. The touchscreen was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device's battery was inoperable. This resulted in an alarm which notified the reporter of the error message. The device was not in use when the fault occurred, therefore, there was no patient involvement.